Event description:
Healthcare professional reported a right side implant rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarification to age or date of birth: 1976. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Reason for reoperation: rupture.